Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. The root cause investigation for this issue is in progress. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10i25014 and h10j17499) and no issues were found related to the reported condition during the manufacture of those lots. The root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient experienced peritonitis and was hospitalized the same day. It was unknown whether a peritoneal effluent culture was performed. The nurse did not provide information regarding treatment. It was unknown whether dianeal therapy was ongoing at the time of the event. The patient was recovering. In (B)(6) 2010, the patient was discharged from the hospital. According to the nurse, the event of peritonitis was not related to dianeal pd4 ambuflex therapy.